Event description:
The patient was revised due to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. It would not be unreasonable to expect some wear after 13 years of implantation. The need for corrective action is not indicated. Depuy considers this investigation clsoed. Should the product or additional info that changes this conclusion be rec'd, the investigation will be reopened.